Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Patient has been indicated for revision due to unknown reason. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to report additional and corrected information.

Event description:
Patient's hip was revised approximately nine years post-implantation due to infection. During the procedure, all components were removed and replaced with cement spacers.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.